Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming battery error as well as low battery. Customer stated that on four separate occasions while changing the batteries, the device would count up to six and then display a reboot message on the screen. During troubleshooting, customer stated that the basal amount had not been programmed into the device prior to alarming. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 190 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the a21 error and self test. No a17 alarm or a21 alarm noted. No damage found on c13/ib. Insulin pump received with normal operating currents. No unexpected low battery alarm or finish loading alarm anomaly noted. Cracked reservoir tube lip noted.